Event description:
Indication - chronic inflammatory demyelinating polyneuritis. Serial number (B)(4). Patient reports she has 2 pumps on hand because one broke and an extra was sent to her. No further info. Unknown if any missed doses occurred. Unknown if any adverse events occurred. Unknown reason pump broke. Expiration date unknown. Reported to (B)(6) by pt/caregiver.